Event description:
The customer contacted beckman coulter inc. (Bec) in regards to reporting an erroneously high above the therapeutic range for digoxin generated on the unicel - dxi 800 access immunoassay systems (s/n (B)(4)) on one (1) patient's sample. The customer reported the results out of the laboratory. The sample was repeated twice and recovered lower results below the therapeutic range. The patient results are shown. It is unknown whether there was patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per service history, the customer did not report assay or hardware issues at the time of the event. Root cause cannot be determined for this event.